Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was accidentally pulled out during use due to tubing catching on something event on (B)(6) 2026. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.